Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufactures investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The relevant sections of the device history records for mlp-009317 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead (documents (B)(4)) were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 09may2018. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2018 the patient presented with leukocytosis in a vad recipient CT chest (B)(6) 2020: bibasal consolidations antibiotics initiated on (B)(6) 2018 responded to antibiotics blood and sputm culture negative. Type of treatment included changes to medication to oral antibiotics. The event reported to have resolved on (B)(6) 2018. No additional information was provided.